Event description:
The customer's granddaughter was calling to report that the insulin pump was alarming button error. Troubleshooting was performed and the caller was advised that the insulin pump was unsafe to use. The caller stated that the insulin pump belonged to her grandfather, who has passed away. The caller stated that she was using the insulin pump after grandfather's passing. The caller was unsure of the exact date of the customer's passing. She stated that the funeral was on (B)(6) 2012. The customer's blood glucose at the time of passing was unknown. The cause of death was kidney failure. The customer was not wearing the insulin pump at the time of death; he had been of the device for 2 weeks prior to passing. The caller stated that she will not return the insulin pump for analysis since she is using it. No further information is available at this time.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.